Event description:
A home patient noted a hole in the extension line during apd treatment. Per the rn, the patient discontinued treatment at that time and reset up with new supplies. Per rn, no patient injury or medical intervention was associated with this incident.